Event description:
Event description boston scientific received information that both the right atrial (ra) and ventricular (rv) leads were explanted and replaced 10 days following implant. The ra lead had become dislodged after being repositioned once for poor measurements. The rv lead had good measurements at implant, was repositioned because it was unable to capture the myocardium. After repositioning it again failed to capture. The physician attempted to reposition the lead again, however the helix would not retract and the lead was replaced. Both leads were returned. To date, there have been no reported patient symptoms associated with this clinical observation.,